Manufacturer narrative:
Device evaluation of electrode has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation the electrode belt did not pass a therapy electrode recognition test. The cause was isolated to an open white pulse wire in the trunk cable. The root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.